Event description:
The customer alleges that the medical agent did not come through the catheter. A new catheter was inserted. No pt injury or delay in treatment to the pt.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.